Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support (mcs) and two days after start of the support, upon waking up, the patient inadvertently pulled the impella cp pump out of its position. Consequently, the decision was made to replace the impella cp which was successfully completed. The patient remained on impella cp mcs for one additional day as a right ventricular assist device was placed along with valve replacement and the impella cp was explanted with a survived outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the positioning issue has been completed. The device was not returned for evaluation. The clinical details state that the patient woke up and pulled the impella out. Based on the clinical details provided, the root cause of the positioning issues is most likely due to patient movement as the patient pulled out the impella.